Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #1 MFR report: 3005168196-2023-00040 1. Section 1. Device code 2. Evaluation of the returned cat7 confirmed a fracture and revealed signs of torquing. If the device is torqued against resistance, damage such as a fracture may occur. Further evaluation revealed a kink on the distal end, and a hole was present. If the cat7 is advanced over a guidewire at an angle, the proximal end of the guidewire may puncture the cat7. This may have contributed to resistance while torquing the cat7 during the procedure. Further evaluation revealed additional kinks, and the device was stretched and ovalized near the distal tip. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left common femoral artery and superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7) and a non-penumbra guide sheath. During the procedure, the physician advanced the cat7 over the guidewire; however, the cat7 would not torque in the direction the physician wanted. Therefore, the physician removed the guidewire and attempted to advance the cat7. Subsequently, the physician noticed that the cat7 was not advancing and under fluoroscopy found that the cat7 had broken at the mid shaft. Therefore, the sheath with the distal end of the cat7 was removed by pulling it out. The physician ended the procedure at this point. There was no report of an adverse effect to the patient.